Event description:
Customer reported that, on (B)(6) 2013, one of the techs in the lab cut herself on a vial of affirmagen (lot#8a994, exp. 10/15/2013) when it was dropped. The customer discarded the product and the tech received medical attention for her injury. The tech was wearing protective gloves at the time of the incident. The cut was cleaned and bandaged. The customer confirmed that the tech was in good condition after treatment for the cut on her hand.

Manufacturer narrative:
(B)(4). Vial broke on being dropped.